Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels of 40 mg/dl. The customer stated that the paramedics were called to his home, and he was taken to the hospital. The customer had no further info regarding the event. Nothing further was reported.